Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area is located in a severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon the second dilation for 30 seconds, it was noted that the balloon ruptured at 10atm. The device was removed without any problems. The procedure was completed with another of the same device. No patient complications were reported.